Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these issues: all the syringes are inspected individually after filling and no problem was detected. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling for the reported events of crack and gel leak: "precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one juvéderm® ultra plus xc syringe, the product was ¿extruding from the tip of the syringe instead of from the tip of the needle.¿ healthcare professional ¿noticed it was cracked.¿ there were no reported injuries. Packaged needle used for injection.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml was received in an opened pack with an opened tray, with cap and without needle. A crack is observed at the 3mm luer lock level and a part of plastic is missing.

Event description:
Healthcare professional reported that during injection with one juvéderm® ultra plus xc syringe, the product was ¿extruding from the tip of the syringe instead of from the tip of the needle.¿ healthcare professional ¿noticed it was cracked.¿ there were no reported injuries. Packaged needle used for injection.